Event description:
Reporter alleged blood glucose measured the following results when performed back to back: 430 mg/dl at 1:37pm, 422 mg/dl at 1:38pm, 65 mg/dl at 6 1:40pm, 71 mg/dl at 1:41pm, 406 mg/dl at 1:43pm, and 65 mg/dl at 1:54pm. It was stated customer self treated with orange juice, and by taking extra insulin, however, no medical treatment was sought or received. A request was made for the return of the suspect device, and replacement product was sent.